Event description:
It was reported to boston scientific corporation on september 3, 2008, that a one step button initial placement gastrostomy kit was used during a peg placement procedure performed on the event date, (gender and weight unknown). According to the complainant, during the procedure the peg was pulled through and out the stoma. The procedure was completed with another device (manufacturer unknown). The patient stayed in the hospital an additional 5 days recuperating due to the complications of the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.